Event description:
It was reported that the programmer would not interrogate a device without manipulation of the connector from the programmer radio frequency (rf head) into the programmer itself. A different rf head was tried to be sure the issue was with the programmer. Also, the top of the programmer will not close correctly. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer would not interrogate an implantable device. As a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the hinge plate screws were missing, the keyboard slide cover was missing, the left and right keyboard hinges were broken, and the system fan was intermittently noisy. (B)(4).